Event description:
Hemodialysis pt admitted to the facility as a pt on (B)(6) 2017. Pt returned back from hospitalization on (B)(6) 2017 for her hemodialysis with a zoll wearable life vest. On (B)(6) 2017, pt arrived at approx 1000 for hemodialysis wearing the zoll wearable life vest defibrillator. At approx 1103 bp 79/45 pulse 63, pt became unresponsive. There was no audible command heard from the wearable life vest. CPR was initiated. At approx 1104 an AED was applied with no shock advised. At approx 1107, ems arrived on scene. Ems continued life safety measure in the dialysis facility, ems per emergency room physician order life saving measures discontinued and time of death pronounced at 1129. This report is being submitted as it is unk whether or not this device caused, contributed to or was a factor in the event.